Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
At this time, it was noted that reprogramming took place and another follow up has been scheduled.

Event description:
Boston scientific received information that during a one month follow up, undersensing and intermittent capture was revealed on this right atrial lead. The patient was booked for an x-ray due to a suspected right atrial lead dislodgement. After the x-ray a possible repositioning or reprogramming will take place. No adverse patient effects were reported.